Manufacturer narrative:
Citation: avidan et al. Accelerated structural valve deterioration in systemic sclerosis patients following transcatheter aortic valve replacement: a case series. Eur heart j case rep. 2025 feb 5;9(2):ytaf060. Doi: 10.1093/ehjcr/ytaf060. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two cases with accelerated structural valve deterioration in systemic sclerosis patients following transcatheter aortic valve replacement. Case 1: a 64-year-old woman presented with symptoms of heart failure secondary to severe structural valve deterioration of a medtronic 26-mm corevalve bioprosthetic valve, which had been implanted four years previously due to treat severe symptomatic aortic stenosis. Transthoracic echocardiography confirmed prosthetic valve stenosis with peak gradients of 80 mmhg. Multidetector computerized tomography found basal calcification of the bioprosthetic aortic valve leaflets which impeded their movement. Subsequently the patient underwent a valve-in-valve procedure with implantation of a medtronic 26-mm evolut r valve. Post-procedure transthoracic echocardiography demonstrated optimal hemodynamics with minimal paravalvular leak. During the postoperative period, the patient received blood transfusions and underwent a gastrointestinal endoscopy which did not identify a source of bleeding. The patient was discharged 5 days post-procedure. Five months later, the patient developed acute coronary syndrome and subsequently passed away. Case 2: a 72-year-old woman underwent transcatheter aortic valve replacement due to severe symptomatic aortic stenosis with implantation of a medtronic 26-mm evolut pro bioprosthetic valve. Approximately four years later the patient presented with new-onset exertional dyspnea due to severe structural valve deterioration with prosthetic valve stenosis. Transthoracic echocardiography measured a peak gradient of 95 mmhg. Multidetector computerized tomography revealed a severely calcified bioprosthetic valve with reduced leaflet mobility. Subsequently the patient underwent a valve-in-valve procedure with implantation of a non-medtronic 23-mm bioprosthetic valve. Transthoracic echocardiography indicated normal valvular function with trivial paravalvular leak. The patient was discharged three days later post-procedure. An echocardiographic evaluation at six months post-procedure confirmed normal hemodynamics. No further information was provided pertaining to medtronic products.